Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter by phone (4x) and email (2x) to obtain patient information, treatment settings, and patient photographs, which have not been provided. A lumenis technical expert reported that an ipl handpiece was sent to the user facility to replace a handpiece with a reported epi cooling problem. Upon replacement of the ipl handpiece, an issue was discovered that certain ipl filters were reading incorrectly. The technical expert reported that a second handpiece was installed, but after approximately 400 shots, the handpiece stopped firing. The technical expert replaced the handpiece a third time and following calibration, the subject device operated to lumenis manufacture specifications. The handpieces have been requested to be returned back to the manufacture for further investigation. No patient treatment settings or photographs were provided by the user facility; therefore, a clinical review of treatment settings cannot be performed. A review of the DHR confirmed that the sd met all test specifications without deviation per the DHR during the manufacturing process. Based on the information provided a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR if and when additional information becomes available.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area, following ipl treatment with a lumenis m22 laser. The user facility reported that no error messages were displayed on the subject device. Additionally, the user facility reported that a defective ipl handpiece was received from the manufacture to replace an ipl handpiece with epi cooling issues. No report of medical intervention to preclude permanent impairment was received other than the initial report.

Manufacturer narrative:
A review of m22 product risk file shows this is an anticipated risk "cooling system failure" (# 1.1.9 in risk file (B)(4)) which has been quantified, characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. Suspected handpiece was not returned back, therefore investigation was not possible. The MDR for this event had initially been reported as an adverse event (serious injury) and malfunction. Based on new information received from the user facility on sep 11, 2017, there was no adverse event. Therefore lumenis is withdrawing the adverse event claim and closing the complaint.